Event description:
During a normal follow-up, the pacemaker was normally interrogated. Arrhythmia episodes had been recorded by the device since the last meeting. However, the ECG of those arrythmia episodes weren't able to be reviewed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported behavior resulted from an alteration of data related to recorded episodes. Normal operations of aida were restored during (B)(6) 2010 follow-up, therefore, no further action is required for this pacemaker. Unfortunately, data can't be recovered.